Event description:
A technician at this site was unloading negative bottles from the bact/alert instrument and one of the bottles broke at the neck. The technician rec'd a small cut on the right finger when the bottle broke. The technician went to the employee health center and rec'd a tetanus shot. The small cut was cleaned and dressed. Frequency of occurrence statement (21 cfr 803.24 (c)(7)). The package insert and instrument operator's manual offer precautions concerning the potential for glass breakage and the universal precautions for handling potentially infectious body fluids. Expected frequency of cuts resulting from breakage of bottles are not specifically addressed in the product labeling. Co believes that the frequency at the time of this report is no greater than usual for the device. Severity of occurrence statement (21 cfr 803.24 (c)(7)). The package insert and instrument's operator's manual offer precautions concerning the potential for glass breakage and the universal precautions for handling potentially infectious body fluids. The degree of severity of cuts resulting from the breakage of glass bottles are not specifically addressed in the product labeling. Co believes that the degree of severity of this incident is no greater than would be expected for the device.